Event description:
Customer received a lot of errors while testing their blood. This caused customer to call the paramedics to get a result. The paramedics received a result of 10mg/dl. The paramedics treated the pt but the pt did not go to the hosp. A review of the system was conducted over the phone. This review indicated that the system was working according to specifications.